Manufacturer narrative:
Plant investigation: the reported complaint was not confirmed as the complaint device was not returned for manufacturer evaluation. A lot history review was performed. There were two other complaints reported against the lot. There was one complaint for clotting and is mentioned above (c-(B)(4)) and one complaint addressed an external blood leak which is unrelated to the current event (no sample). The number of complaints for the assigned symptom code on the lot number was reviewed and it was determined that no lot complaint excursion occurred. A production records review was performed on the reported lot. An investigation of the device history records (DHR) was conducted by the manufacturer. There was no indication of product nonacceptance, deviation, non-conformance, rework, labeling or process control failure during the manufacturing process which could be associated with the reported event. The lot met all release criteria. A definitive conclusion regarding the complaint incident cannot be reached without physical examination of the actual device. Therefore, the complaint is not confirmed. Capas for vision systems and blood leak reduction are recent examples of leak related investigations directed at an overall reduction in dialyzer leaks.

Event description:
A user facility registered nurse (rn) reported the venous portion of the dialyzer was clotting with reported blood loss. The rn also reported priming issue. Upon follow-up, the rn stated the dialyzer was not priming correctly. The rn stated there was an instance at the end of september but was unable to provide exact event date. The rn stated the dialyzer normally required 300cc of fluid for priming, but for some reason required double priming with 600cc to be primed. The rn stated about three-quarters of the way through the patient treatment, blood clots were observed in the venous chamber and bloodlines. The rn stated that fresenius bloodlines were used for treatment and confirmed no blood leak was observed. Per rn the treatment was discontinued and patient blood was not returned. Per rn the estimated blood loss (ebl) was approximately 250 ml. The same machine was re-setup with a new dialyzer and bloodlines from the same respective lot. The patient was able to complete hemodialysis treatment on the day of the reported event. The rn stated there was no patient injury or medical intervention required as a result of the reported event. Per rn the patient was able to resume in-center hemodialysis treatment the following treatment without further issue. Per rn the dialyzer was discarded and was no longer available to be returned for evaluation.

Event description:
A user facility registered nurse (rn) reported the venous portion of the dialyzer was clotting with reported blood loss. The rn also reported priming issue. Upon follow-up, the rn stated the dialyzer was not priming correctly. The rn stated there was an instance at the end of september but was unable to provide exact event date. The rn stated the dialyzer normally required 300cc of fluid for priming, but for some reason required double priming with 600cc to be primed. The rn stated about three-quarters of the way through the patient treatment, blood clots were observed in the venous chamber and bloodlines. The rn stated that fresenius bloodlines were used for treatment and confirmed no blood leak was observed. Per rn the treatment was discontinued and patient blood was not returned. Per rn the estimated blood loss (ebl) was approximately 250 ml. The same machine was re-setup with a new dialyzer and bloodlines from the same respective lot. The patient was able to complete hemodialysis treatment on the day of the reported event. The rn stated there was no patient injury or medical intervention required as a result of the reported event. Per rn the patient was able to resume in-center hemodialysis treatment the following treatment without further issue. Per rn the dialyzer was discarded and was no longer available to be returned for evaluation.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.